Manufacturer narrative:
During evaluation, co concluded that the reported damage was caused by the user, firing through the interlock. The interlock is a safety feature designed to prevent the jaws from closing when a clip is not loaded.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.